Event description:
The customer reported that he had a bent sensor that came with a broken needle guard. He noticed a couple of bent sensor and infusion set cannulas. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level that was caused by a bent cannula. Customer's blood glucose level was above 600 mg/dl. He had a diabetic ketoacidosis. The infusion set tape was also not sticking. He was nauseous, was vomiting, and had abdominal pain. The customer was wearing their insulin pump at the time of hospitalization. The drive support cap was loose. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.